Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hernia procedure, the device presented failure of stapling, it closed the staples but did not proceed mesh and the tissue to be fixed. It was necessary to use another same like device which worked properly. There were no adverse consequences to the patient.